Manufacturer narrative:
The device was returned to the manufacturer. It can be confirmed that a part of the device was sticking out the side of the jaws. It appears that somehow this moving part became detached from inside the jaw mechanism. The function of this part is to hold and balance the two sides of the jaws while opening and closing the jaws. Unable to determine the root cause for this issue since the device had been used. The damage may have occurred during use. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the device broke during procedure use inside the patient. When the forceps were opened to obtain the biopsy, it broke. It was immediately removed from the patient and a new biopsy forceps were used. Nothing was left in the patient and all pieces were accounted for. There was no patient injury or consequences reported.